Event description:
The long gamma nail broke at the level of the hole for the lag screw. The nail was implanted in 2004 and was dynamized three mo later. In the aug 2005, a crack in the nail was noticed during a knee arthroscopy. The nail was removed on 11/23/05. The pt had a pseudarthrosis.